Event description:
The pt underwent thrombolysis of the left limb in interventional radiology. The vascualr surgeon attempted arteriotomy closure with a techstar xl 6 f device. When deploying the device, one needle presented at the hub with a bend in the needle near the presenting tip. The other needle deflected into the subcutaneous tissue. The vascular surgeon extracted the needle from the hub and then attempted to locate the deflected needle. While manipulating the device, the barrel broke away from the needle guide. The pt was taken to surgery for device removal and closure. Surgery was successful and the pt recovered without further incident. Reports from the field noted that the arteriotomy was done on a calcified grafted vessel. The physician, a vascular surgeon, was not certified to use the pvs device.